Event description:
During an unk procedure, attempted to staple left atrial appendage. After closing the device, the appedage was partially cut, however, no staples were visible. Therefore, direct suturing of the appendage was necessary. There was no add'l pt consequence reported. One device will be returned.